Event description:
A customer reported encountering a cgm error 42 with their device. After consulting with technical support and performing a pump reset, the issue was resolved, and the error code did not reappear. There was no adverse impact to the customer¿s blood glucose level, as the sensor session was successfully started following resolution.